Event description:
In (B)(6) 2009, a local (B)(6) hosp performed a novasure endometrial ablation on my uterus, after I was diagnosed with anemia and menorrhagia, due to polypos/fibroids noted in vaginal ultrasounds. My cycle slowly returned after the surgery, about 2 yrs later, in 2011 with little effects noted. Last yr, in (B)(6) 2012, I began to have severe cramps that were worse with the ingestion of coffee. In (B)(6) 2013, I began to have cramps so severe dysmenorrhea that I nearly passed out while driving. I was seen by ER physicians in (B)(6) 2013 and twice again in (B)(6) 2013 for the same symptoms: menstrual cramps radiating down into my legs, ovaries, lower front pelvic areas that could not be controlled by otc nsaids, codeine/tylenol, toradol sp, and oxycodone/tylenol. I can not stand, walk, speak, or safely operate a motor vehicle when these cramps hit in timing with my cycle, which has returned some months and disappeared at others. My cervix is presumed to be blocked by scar tissue from this procedures and it is presumed that I am suffering from hematometra, endometriosis, and cervical stenosis. We are still currently in the diagnosis stage, while using birth control pills to regulate my cycle into not even occurring in the next two months. It appears I am headed for a hysterectomy as I wait for my consult with a local womens clinic. The (B)(6) is also actively trying to manage this condition, which was reported to them in (B)(6) 2013. They have been slow to address these symptoms, in spite of the ER visits, which led to my seeking out a second opinion with a local clinic with better credentials and staffing.